Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified left superficial femoral artery. A 6.0 x 150, 135cm mustang balloon catheter was advanced for dilation. However, during inflation at 14 atmospheres, the balloon ruptured. The procedure was completed with a different device. There were no patient complications nor injuries reported.